Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Only half a tampon, small chunks off of it, pulls apart- tampon [device breakage] . Case narrative: consumer reported via e-mail that she attempted to use a tampon, and it was in half and small chunks came off. No injury reported.